Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim/fading/reddish. This report is made based on results of investigation completed on 04/16/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: evaluation revealed that keypad symbols are intact and legible. The keypad cover is intact and all buttons respond normally. Investigators were unable to duplicate the complaint. The display is dim/fading/reddish. The bolus button cover is torn and responds normally. The keypad cover was removed and no contamination was found under contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).